Event description:
It was reported that the pulse generator exhibited backup vvi operation. After a device software download was performed, normal device function resumed. No patient symptoms were reported.